Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® dryseal sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2016, the patient underwent endovascular treatment of a proximal type I endoleak from a previously implanted gore excluder aaa endoprosthesis. A gore dryseal sheath was inserted from the left femoral artery to implant the excluder devices. During the procedure, extravasation was observed from the left external iliac artery. Another iliac extender component was implanted to repair the injury. The patient tolerated the procedure. It was reported that the patient's left external iliac artery had stenosis.